Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 173, 83, 154 mg/dl. Tests were done with 11-20 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.